Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus/migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diphtheria/tetanus immunization and ocp. Concurrent conditions included multiple allergies (allergies: sulfa antibiotics,biaxin [clarithromycin], suifa antibiotics), cervical dysplasia, conjunctivitis nos, hematuria, flank pain, depression, fatigue, insomnia, motor vehicle accident, tension headache, pneumonia, organism unspecified, malignant neoplasm of cervix uteri, breast cancer, vitamin d deficiency, intermenstrual bleeding, dysfunctional uterine bleeding, dysmenorrhea and rosacea. Concomitant products included colecalciferol (cholecalciferol), cyclobenzaprine, hydrocodone, mestranol;norethisterone (necon), paracetamol (acetaminophen), tetanus vaccine (vaccine, tetanus) and trazodone. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased and stress urinary incontinence had not resolved and the pelvic pain outcome was unknown. The reporter considered device expulsion, genital haemorrhage, menorrhagia, pelvic pain, stress urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discripency noted implant date: (B)(6) 2002. Patient received treatment for bleeding, migration and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: normal pelvic exam. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received: case has became incident. Previously reported event "injury " was replaced with new events added: migration of essure device: uterus/migration, abnormal bleeding (vaginal), menorrhagia, weight gain, stress incontinence, gen. Abnorm. Bleed, pelvic pain. Reporter information were updated, patient history, lab data, concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.